Event description:
The reporter stated that the stopcock was leaking. During evaluation, it was found that the leak was from a fracture at the top of the fluid path on the stopcock plug. There was no patient injury or treatment reported with this event.

Manufacturer narrative:
One sample was received. Testing confirmed leakage due to a small fracture/crack on the top of the fluid path on the stopcock plug. Examination of the damaged area found that the wall section was below specification for wall thickness. The location of the thin wall made the part susceptable to cracking when assembled into the molding body. To correct this, wall section minimum spec was increased in the area where the cracking was observed. The device history was reviewed with no issues noted. Smiths was able to confirm the issue and determine the cause. Corrective action was addressed. No additional action is necessary at this time. Smiths considers this MDR closed with this report.